Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Time of event: 12:20 am.

Event description:
It was reported that an rn hung a bag of insulin (100units/100ml) and programmed the pump to run at 6 units/hour. In about 20minutes, the rn noticed the bag was empty. As a precaution, dextrose was administered to reverse any insulin overdose. No impact to patient from this event, she was discharged from medical unit on (B)(6) 2021.

Manufacturer narrative:
New information received on 02/03/2021 revising to serious injury. Fi complete 2/16/21. This instrument no longer considered to be a source of the reported failure.

Event description:
It was reported that an rn hung a bag of insulin (100units/100ml) and programmed the pump to run at 6 units/hour. In about 20minutes, the rn noticed the bag was empty. As a precaution, dextrose was administered to reverse any insulin overdose. No impact to patient from this event, she was discharged from medical unit on (B)(6) 2021.